Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed following. The bending section kept angulation for the down direction without operation of the up/down angulation control lever. There was a leak from the instrument channel. There were many scratches inside of the instrument channel. The exact cause could not be determined at present because the evaluation is in progress. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during percutaneous nephrolithotripsy, the user facility noticed that the angulation of the bending section did not work in the down direction, remaining in u shape. At that time the facility withdrew the subject device from the patient to inspect it since they felt something wrong with the endoscopic image. The user facility tried again to continue the procedure using the subject device since they had no spare device; however they eventually abandoned the procedure. Omsc was also reported that the subject device was withdrawn without problem. There was no patient injury reported. The subject device was brand new one and was delivered to the user facility as field corrective action by olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and additional information from the user facility. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation by omsc confirmed that the bending section remained being angled downward in u shape. Under x-ray inspection, the evaluation also confirmed that two parts (cable support, guiding the angulation wire) within the bending tube deformed and detached from the bending tube, and the cable supports got stuck among the instrument channel, the image guide fiber bundle and the light guide fiber bundle. Therefore, the phenomenon that the bending section remained being angled in u shape was occurred. Furthermore, the evaluation found followings; -there was a leak from the instrument channel. -there were many scratches inside of the instrument channel. The exact cause could not be determined at present because the evaluation is in progress. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and the additional evaluation result for the subject device by olympus medical systems corp. (Omsc). The user facility used the subject device in combination with a non-olympus access sheath (11fr. Or 12fr.) Manufactured by boston scientific. The evaluation confirmed the coil pipe inside the control section, through which the angle wire slides during angulation operation, was deformed and the filament of the coil pipe was dislodged. The unintended angulation in the down direction was likely caused by the stuck angle wire within the deformed coil pipe. It is surmised that the coil pipe was deformed because an excessive compressive force was applied to the angle wire during the angulation operation. Based on the information from the user facility and the reproduction experiment by olympus, it is surmised that the reported event was possibly attributed to the forcibly angulation operation under conditions in which the bending section was within the access sheath and the insertion portion was in a meandering shape (tightly curved).